Event description:
It was reported to boston scientific corporation in late 2008, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, "during the procedure, the catheter appeared to leak contrast when injected through the injection port" and "was leaking just above the distal tip of the catheter inside the scope." The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.